Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced an error message and no cgm readings, which occurred 1 day after the sensor had been inserted in the abdomen. The patient experienced hyperglycemia with chest pain and nausea and his cgm was not providing readings from 2:00 am to 8:00 am. The patient's father took the patient to the emergency room (ER). At the ER, a nurse took a blood glucose reading which was 318 mg/dl and the patient was treated with novolog IV fluid and zofran for nausea. During this time at the ER, the patient was receiving cgm readings again which was reading high. After 3 hours, the patient was discharged from the ER and at that time of the event the tandem pump was reading 300 mg/dl. After being discharged (about 45 minutes later), the patient was experiencing chest pain and the cgm was reading 380 mg/dl, so the patient went back again to the ER. At the second ER visit the patient was treated with 2 unspecified IV fluid bags. The patient recovered and was discharged after 3 hours, at the time of the event he was still feeling pressure in the chest but no longer feeling any body pain. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.